Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue and difficulty removing was not confirmed. It may be possible that the inflation lumen was blocked due to the shaft being bent or entrapped within the anatomy during use resulting deflation difficulty and difficulty removing; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported deflation difficulty and difficulty removing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: sheath: 6 fr cordis bright tip; syringe: 50cc and lock switch. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 30% stenosed lesion in the distal superficial femoral artery. The balloon of a 5x80mm armada 35 balloon catheter would not deflate after being inflated once to 8 atmospheres (atms). At least ten attempts were made to deflate the balloon; however, the balloon only partially deflated with a 50cc syringe and lock switch. Resistance was noted with the vessel and introducer sheath when removing the partially inflated balloon. The procedure was completed at this time. There was no vessel damage observed under angiography. There was no clinical significant delay. No additional information was provided.